Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. During a follow-up visit with the implanting physician there was some discharge noted at the incision sites for the ipg (implantable pulse generator) and the lead insertions. No intervention was performed at that time. While traveling, the patient presented to the local hospital with suspected infection at the incision sites. A local orthopedic surgeon explanted the system on (B)(6) 2023

Manufacturer narrative:
Patient was implanted with the nalu system for approximately three months before developing signs of infection. There is no indication found that the nalu system caused or contributed to the patient's condition. Results of lab tests for infection type were not made available to the firm. Infection is a known inherent risk of invasive procedures.